Event description:
A patient generated a sodium result of 106 mmol/l on the architect c8000 analyzer. This result was reported to the physician and a retest was requested. The sample was retested and generated a sodium result of 136 mmol/l. The sample was also tested the following day and gave the same result as the repeat result (value not stated). No impact to patient management was reported.